Event description:
Country of complaint: (B)(6). The needle detached.

Manufacturer narrative:
Us reporting agent notified on: (B)(6). Manufacturing site eval: samples not received: no samples available. There are no previous complaints of this code batch for this issue. (B)(6)units of this code batch were manufactured and distributed. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective actions: na.